Event description:
It was reported that after surgery, during cleaning, it was discovered that the tip of the trial spacer (part number 03.812.310) had snapped off and was stuck inside the spacer applicator knob (part number 03.812.004). There was no report of patient harm or delay in surgery. The surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one part belonging to the trochanteric fixation nail system was returned; a helical blade inserter (part# 357.372, lot# unknown, mfg. Date unknown), was returned with the complaint that ¿it was reported that the setscrew inside the n55 (alignment indicator for helical blade inserter) was found broken in sterile processing.¿ upon receipt of this device it was seen that only the alignment indicator and broken locking shaft were returned. This complaint is confirmed. Given the hammer marks about the returned portion of the device, hammering during impaction or removal likely led to this complaint. The design of this device is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date is unknown. Device is an instrument and is not implanted/explanted. The device history records for the subject device were reviewed. The review showed there were there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that the: t-pal trial spacer (part #03.812.310, lot #8615791) was returned for the ball piece on the proximal end breaking. The applicator shaft was received with a fractured ball tip. The remainder of the instrument was in okay condition. The knob was received in good condition. The knob component of the applicator handle that it connects to (part #03.812.004, lot #8761947) was also returned. To assemble, the trial spacers are loaded into the handle (03.812.001) and connected to the applicator knob (03.812.004). The assembled instrument is then inserted into the disc space to determine the best size for the t-pal implant. Technique guide (B)(4) instructs the surgeon to start conservatively when trialing. The slap hammer slides onto the applicator to assist in removal of the trial. During removal, the hammer provides the force necessary to remove the trial spacer. The broken portion from the trial is likely a result of the impact force generated from the slap hammer during the previous procedure. Testing has been conducted to evaluate the instrument¿s connection to the trial during removal (set_(B)(4)). The test was based off of forces measured during cadaver testing which determined normal loads for trial removal to be about 3kn and in extreme cases up to 5kn (for when too large of trial is inserted). After the test, a visual inspection of all articles found no signs of damage or wear. The breakage could occur if the security ring of the handle (part # 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. Undetermined: not determined/not determinable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary continuation: during removal, the hammer provides the force necessary to remove the trial spacer. The broken portion from the trial is likely a result of the impact force generated from the slap hammer during the previous procedure. Testing has been conducted to evaluate the instrument¿s connection to the trial during removal ((B)(4)). The test was based off of forces measured during cadaver testing which determined normal loads for trial removal to be about 3kn and in extreme cases up to 5kn (for when too large of trial is inserted). The test conducted produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. The breakage could occur if the security ring of the handle (part# 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. A visual inspection of all articles found no signs of damage or wear. The breakage could occur if the security ring of the handle (part# 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. Investigation summary for follow up (3) not associated with the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.